Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cruise,terumo runthrough, radufocus, guide cath: terumo. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a non-tortuous, moderately calcified, 75% stenosed, eccentric right superficial femoral artery angioplasty procedure, a fox cross balloon delivery catheter was advanced and resistance was met with the moderately calcified artery. With the first inflation at 4 atmospheres, the fox cross balloon ruptured. The fox cross balloon was removed without difficulty. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.